Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Upon arrival of the device, cardioquip replaced the pump and device passed final inspection and is fully functional.

Event description:
Customer reports units pump is not circulating and smells electrical shortage.

Manufacturer narrative:
Further review determined that this is a non-reportable event.

Event description:
Customer reports units pump is not circulating and smells electrical shortage.